Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported that probably about a year ago they noticed the therapy was not helping their bladder and they were not getting any benefit from it. The patient thought the stimulation level might have been too low, so they increased the stimulation level. After they increased the stimulation level it gave them a little shock, it felt like their leg was a little jittery, and they felt like they were going to jump out of their skin. The patient thought they might have increased the stimulation too high, so they decreased it. The patient said they could feel some stimulation at the time of the call, but it was "easing" and was no longer uncomfortable. Agent documented reported event. Agent also reviewed how to activate and deactivate MRI mode for an MRI. Agent sent an email to the patient with physician listings.